Manufacturer narrative:
Schnetzke, m; et al (2016) quality of reduction influences outcome after locked-plate fixation of proximal humeral type-c fractures. The journal of bone and joint surgery, incorporated, 98, page 1777-85. This report is for an unknown synthes philos proximal humeral locking plate. (Unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). Patient code for total shoulder arthroplasty, re-osteosynthesis, osteonecrosis, partial metal removal, posttraumatic osteoarthritis, dislocation of the humeral head, secondary rotator cuff insufficiency, pseudoarthrosis, peri-implant fracture, debridement, and arthroscopic release. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: schnetzke, m; et al (2016) quality of reduction influences outcome after locked-plate fixation of proximal humeral type-c fractures. The journal of bone and joint surgery, incorporated, 98, page 1777-85. This is a retrospective study of 98 patients with a proximal humerus fracture (ota/ao type-c fractures) with involvement of the anatomical neck treated with a (depuy-synthes anatomically pre-shaped proximal humeral locking plate during anatomical reduction, acceptable reduction, or malreduction between january 2008 and october 2014. There were (30 men, 68 women) with a mean age of 61 years (33-85 years). 27 patients required revision surgery, 18 had a failure of fracture fixation, 12 had total shoulder arthroplasty requiring revision surgery, 5 had re-osteosynthesis, 8 had (2 patients with acceptable reduction had osteonecrosis and 6 patients with malreduction had osteonecrosis), 6 had partial metal removal, 52 had hypertension, 8 had posttraumatic osteoarthritis, 6 had infection, 3 had persistent palsy of axillary nerve, 1 had transient palsy of axillary nerve, 4 had dislocation of the humeral head, 3 had secondary rotator cuff insufficiency, 3 had post-operative hematoma, 3 had pseudoarthrosis, 1 had peri-implant fracture, 3 had debridement, 1 had removal of hematoma and 1 had arthroscopic release. A copy of the article will be submitted with the medwatch. This is 1 of 1 for (B)(4). This report is for an unknown proximal humeral locking plate and refers to serious injury of 27 patients required revision surgery, 18 had a failure of fracture fixation, 12 had total shoulder arthroplasty requiring revision surgery, 5 had re-osteosynthesis, 8 had (2 patients with acceptable reduction had osteonecrosis and 6 patients with malreduction had osteonecrosis), 6 had partial metal removal, 52 had hypertension, 8 had posttraumatic osteoarthritis, 6 had infection, 3 had persistent palsy of axillary nerve, 1 had transient palsy of axillary nerve, 4 had dislocation of the humeral head, 3 had secondary rotator cuff insufficiency, 3 had post-operative hematoma, 3 had pseudoarthrosis, 1 had peri-implant fracture, 3 had debridement, 1 had removal of hematoma and 1 had arthroscopic release.